Event description:
It was reported that the user experienced episodes of low blood glucose when meals differed from their usual pattern while using the ilet pump and intends to discontinue use to seek more control in diabetes management. Symptoms included hypoglycemia with a blood glucose level of 53 mg/dl. Outcomes included self-treatment with oral glucose. Investigation included complaint history review, user interview, and review of product labeling and training materials. Investigation of this case revealed no device malfunction was identified and user-specific factors related to meal variability were suspected. It was concluded that the event was consistent with hypoglycemia of unclear cause without evidence of device failure and that education and troubleshooting were completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.